Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) held its charge for only a week. They stated that the ins initially would last a couple of weeks. It was noted that the patient has not switched to a new group or been reprogrammed recently with increased parameters recently. The patient was redirected to their healthcare provider. No further complications or patient symptoms were reported. The patient was implanted for complex regional pain syndrome type I.